Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 30 mg/dl. Customer was treated with food for low blood glucose. Customer¿s current blood glucose reading was 66 mg/dl. Customer did allege insulin pump was over-delivering because they woke up with low blood glucose levels. Customer had seen healthcare professionals and they made some changes in pump settings. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. Ran self-test and it passed. The insulin pump and the reservoir will not be returned for analysis.